Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set had blockage in the infusion set tubing. The patient noted no drops of insulin were observed after 25 units were administered using brand new vial of insulin, infusion set, and cartridge. The patient disconnected the tubing, "completed the load", and then delivered another 5 unit bolus; the bolus completed but the tissue placed under the luer lock to observe moisture was completely dry. Troubleshooting determined that it was a tubing issue. The patient connected new tubing and successfully observed insulin coming out of the end of the tubing. Blood glucose levels were adversely affected and reported at 158mg/dl. A bolus was administered to address the high blood glucose. No permanent injury was reported.